Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Correction: (B)(4) was reported for this patient. After additional information was received, patient was found to have no osteolysis. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient was injured by excessive levels of chromium and cobalt. Update: (B)(6) 2011 - the sales rep has reported the revision surgery. Patient was revised due to pain and osteolysis.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the 3l92512/5008861 product/lot code combination since its release to distribution. Additionally, research using the as400 system indicates that several other devices from the reported lot have been delivered and are considered successfully implanted as no other reports have been received. The investigation can draw no conclusion with the information provided regarding the reported corrosion. However, it was stated in the provided medical records the corrosion was cleaned. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Based on the performed investigation, the need for further corrective action has not been indicated.

Event description:
Litigation papers allege the patient was injured by excessive levels of chromium and cobalt.